Manufacturer narrative:
Unit passed the self-test. However, the pump alarmed pump error 3 during bolus due to moisture damage to the pcb1 board and pcb2 board. Intermittent response from all buttons due to moisture damage to keypad traces. No pump error 53 alarms noted during testing. Unit successfully downloaded to thus. Verified the pump alarmed pump error 3 two times between (B)(6) 2023 14:46:16.000 to (B)(6) 2023 14:46:22.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 53 alarm (line number 439 file number 16) on (B)(6) 2023 06:10:15.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis (esf# (B)(4). Unit was cut open found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, faded serial number label, broken belt clip rails, corroded home switch. The p-cap/reservoir does lock properly. Intermittent response from all buttons was confirmed due to moisture damage to keypad traces. Confirmed the pump alarmed pump error 3 and pump error 53 in the pump history download due to moisture damage to the pcb1 board and pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 53 and stuck button alarm. No harm requiring medical intervention was reported. The buttons are still not responding after the troubleshooting. The customer was not able to clear the alarm. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.